Manufacturer narrative:
The insulin pump passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, minor scratched display window and damage keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the central button and down button on the insulin pump were sometimes unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the insulin pump. The self test passed. There were no alarms on the display. During the call, the button anomaly was not an issue. However, the insulin pump will be returned and replaced.